Event description:
It was reported that prior to an implant attempt, the device appeared to have been previously programmed and left on. The device battery was dead; therefore, the detections were turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)